Event description:
Nurse states pca overinfused on a pt. Medication was 200mcg/ml dilaudid at a rate of 0.5ml/hr. 16ml infused over 10 minutes. The pt required narcan as a reversal agent and 300ml normal saline. Pt is now stable and has no long term effects or overinfusion.